Event description:
It was reported that during a device change out procedure, after the lead was connected to the device, measurements could not be obtained. When the lead was tested via the psa, a significant change in sensing, threshold and impedance measurements was noted. A lead fracture was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.